Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with injection ceftazidime (1g, route, frequency and duration not reported) and injection vancomycin (2g, route, frequency and duration not reported) for the event. The patient was reported to have recovered from the peritonitis. Action taken with therapy was not reported. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).